Event description:
It was reported that during preparation for a femoral stenting treatment procedure, the sentinol biliary stent 6x59x1350 initially would not pass over the 0.035" terumo guidewire. The device later passed over the guidewire, but then could not be removed. The nurse attempted to pull the guidewire out of the stent delivery catheter, but in doing so, the stent was deployed and the stent catheter was damaged. The system was replaced with another sentinol biliary stent system to successfully complete the procedure. No patient injuries or complications were reported as the event occurred at prep.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is complete.